Event description:
The patient reported, that she has been through theft detectors at stores and now she can't increase or decrease her stimulation. Further information is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.